Event description:
The customer reported that the quality control (qc) runs recovered low bias on red blood cell (rbc) and high mean corpuscular hemoglobin concentration (mchc) results from the coulter act 5diff cap pierce (cp). The customer attempted to clean the diluent pickup tubes to resolve the issue, however, rbc results started trending low again. The customer also performed an extended clean with bleach in the rbc bath only, followed by back flush and startups but the issue persisted. The customer stated that the mchc values recovered within range after calibration; however, the customer noticed a leak which was not contained within the instrument. The volume of the leak is unknown. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) stated that the instrument was due for a scheduled preventative maintenance and a beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the reagent syringe seals to resolve the issue. The fse verified the repair as per established procedures and did not observe any further leaks or control issues. Results: failure mode of the leak is attributed to the reagent syringe seals which needed to be replaced as per preventative maintenance schedule. (B)(4).